Event description:
The fe reported x-rays were not available and the system did not display a fluoroscopic image. This rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The igbt board was evaluated and replaced. The system was tested and found to be working as intended and put back into service.